Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, as per dr (B)(6)'s office, this pt is experiencing difficulties with their hip implant and has had blood tests. Update: it was reported that the pt complained of pain over the last 6 months. His metal ion level was measured at 7.9 the rejuvenate hip stem was revised by dr (B)(6) with some difficulty. After extraction, it was decided to implant the secur fit advanced stem with the appropriate poly and ceramic head for proper length. A proximal cable was also due to the loss of bone upon removal.